Manufacturer narrative:
Evaluation is in process but not complete. A follow-up medwatch report will be submitted upon completion.

Event description:
It was reported that during a procedure performed on (B)(6) 2013, the tip of the polyaxial screwdriver (lot 19988ti) fractured while seating the polyaxial screw. The tip of the driver was removed from the screw head and another driver was used to successfully complete the procedure. No pt injury or delay to the procedure was reported.